Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). The technical support team assisted the caller with resetting the pump, and the issue did not recur after the reset. Customer was instructed to continue using the pump and to contact technical support if the malfunction code appears again, which the caller acknowledged and understood.